Event description:
It was reported that the array did not deploy properly, and insufficient roll off occurred. A 4.0/14/15 leveen standard probe was selected for use in a radio frequency ablation procedure in a metastatic lung tumor. During the procedure, the handle of the needle was completely loose, and the peak of the needle slipped out completely with minimal forward movement. The needle was stuck in the tumor, and after deployment of the array, the white plastic end slipped back, so the needle was not completely open. Treatment was performed with two cycles, but there was no roll off. The needle was not exchanged since there were no additional needles available. No patient complications were reported.

Manufacturer narrative:
This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgements from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue. Device eval by manufacturer: the device was returned with its respective radiofrequency ablation electrode cable, and no damages were observed. The handle was extended and retracted, and the needle/tines could be activated without any problems. An electrical evaluation was performed by measuring the continuity: the electrode was able to conduct current indicating proper connectivity. A resistance test was performed, and the device was within specification.

Event description:
It was reported that the array did not deploy properly, and insufficient roll off occurred. A 4.0/14/15 leveen standard probe was selected for use in a radio frequency ablation procedure in a metastatic lung tumor. During the procedure, the handle of the needle was completely loose, and the peak of the needle slipped out completely with minimal forward movement. The needle was stuck in the tumor, and after deployment of the array, the white plastic end slipped back, so the needle was not completely open. Treatment was performed with two cycles, but there was no roll off. The needle was not exchanged since there were no additional needles available. No patient complications were reported.